Event description:
It was reported that, following an unrelated surgery wherein the ipg was not set to surgery mode, the ipg was unable to communicate with external devices. A manufacturer representative met with the patient and was able to repair the ipg. Therapy is currently working.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.